Event description:
The info provided to sjm indicated a 21 mm trifecta valve was implanted in (B)(6) 2013. The valve was explanted on (B)(6) 201,3 due to structural degeneration caused by endocarditis. The physician indicated this event was likely caused by the patient condition and not the valve. A 19mm regent valve was implanted.